Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited fluctuating out of range shock impedances, less than 20 ohms and greater than 200 ohms. The physician believed this was solely a lead issue and no issues in relation to the device. The lead and device remain in service. No adverse patient effects were reported.